Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while using hammertoe cci large kit, the implant inserter very difficult to release. The physician has done 8-10 of these cases and our inserter is not releasing implant easily. There was no surgical delay. The procedure outcome is unknown. No patient consequences. This complaint involves one (1) device. This report is for (1) depuy synthes hammertoe cci large kit w/1.60 k-wire/ ster. This is report 1 of 1 (B)(4).